Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer alleged that the pump delivered "too much insulin". Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. Customer went to the emergency room and was treated with "ice cream and chocolate pudding". Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.